Manufacturer narrative:
According to the available information, a pump, two cylinders, and a reservoir were implanted on 3/31/87. A revision occurred on 11/6/89 to replace the pump. Connectors were also implanted at this time. On 9/11/96 the cylinders and reservior implanted on 3/31/87 and the pump implanted on 11/6/96 were explanted. This file addresses the 9/11/95 surgery, which occurred reportedly because the reservoir migrated. A hole in the cylinder tubing was observed in surgery. In the received questionnaire, the physician noted that an infection was not present. Additionally, the patient encountered migrated of the reservoir through the external ring to the right scrotum. The pump, reservoir, three connectors and two cylinders were received and evaluated by the MFR. Two leakage sites were detected in the pump's outlet tubing. One existed in the microscopic examination of the leakage sites was performed. The cross sectional surfaces of the leakage sites were smooth and showed uniform striations, indicating contact with sharp instrumentation, e.g. Scalpel, scissors. Based on the received information and quality assurances examination, qa concludes that the two leakage sites were caused by contact with sharp insturmentation. Based on the duration the device was implanted, qa further concludes that these sites were most likely caused during or subsequent to explant surgery, and therefore, are not related to the cause for surgery. Since qa's examination can not conclusively prove nor disprove the reported migration, qa accepts the physicians observation of migration as the cause for intervention.

Event description:
The device was removed due to "reservoir extrusion". A "hole in the tubing near the connector" was observed at the time of surgery.